Event description:
19 days following a coronary artery drug eluting stenting treatment procedure, the pt exp. The pt presented to the enrolling hospital for unstable angina with heart failure and cargiogenic shock. Angiography 4 days later revealed significant tri-vessel disease. The index procedure identified one target lesion. The lesion was a 70% stenosed, type-a, de novo lesion located in the proximal circumflex (cx) artery. The lesion was 4mm in length and 3.0mm in diameter. The physician direct-stented the lesion with a taxus liberte 3.00x8mm stent, deployed at 14 stms. The stent was not post-dilated. The results were 0% residual stenosis and timi-3 flow. During the index procedure, two cypher stents were implanted in unk locations. While the pt was hospitalized, he was treated for nyha class IV congestive heart failure. The pt was discharged 8 days after the index procedure on plavix and aspirin. The pt was re-admitted 17 days following the index procedure with cardiogenic shock with lv dysfunction. The pt had discontinued plavix for 3 days. The pt was transferred to another hospital 2 days later. The pt exp at that facility the same day. The cause of death was cardiogenic shock, lv dysfunction and heart failure. This product is only ous approved but is similar to a marketed us device.